Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Urethral atrophy is acknowledged within the dfu and is not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. Recurrent incontinence is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) implant device was experiencing recurring incontinence. The physician believes that urethral atrophy caused the cuff to become too loose and no longer coapt the urethra adequately. The physician removed the 6.0 cuff and replaced with a 4.5 cuff through replacement surgery, and there was no further patient complications reported.